Event description:
The patient reported blood glucose results of "88 mg/dl and 153 mg/dl" with the lifescan meter performed within 10 minutes of each other. The meter, test strips and control solution were replaced.